Event description:
It was reported that during an inspection, the black hard stop broke from snaplock and will need to be replaced. No patient involved.

Manufacturer narrative:
The navio handpiece intended for use in treatment, had excessive toggle on the black hard stop prior to a procedure. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was loose. When the snap lock was wiggled up and down, the nut did not move with it, indicating that the nut had broken at the threads inside the snap lock. The nut was completely broken off by rotating nut with little force, it is likely that it was being held on the snap lock by the epoxy. The root cause of this issue was found to be mechanical component failure.